Event description:
It was reported that there were concerns of loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the data and found that this rv lead exhibited sudden high out of range pacing measurements. Ts also suspected of loc but it was not conclusive. Further monitoring and revision of the lead was recommended. This rv lead remains in service. No adverse patient effects.

Event description:
It was reported that there were concerns of loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the data and found that this rv lead exhibited sudden high out of range pacing measurements. Ts also suspected of loc but it was not conclusive. Further monitoring and revision of the lead was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, the clinical representative indicated that the loc episode occurred post-mortem. There were ventricular tachycardia (vt) episodes recorded around the patient death time that the device was not able to treat. The device worked as intended. This rv lead has not returned to boston scientific for further analysis. No adverse patient effects were reported.